Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in the routine microbiological test by the user facilities, microorganisms were detected from samples taken from the subject device as follows. There was no report of infection associated with this report. Inside of the air/water channel: 110 cfu of microorganisms were detected. Inside of the balloon channel: 60 cfu of microorganisms were detected.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the elevator channel of subject device tested positive (10cfu/100ml) and the others channels of the subject device tested negative. The test result cleared the (B)(4) guideline.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".